Event description:
It was reported via medical literature that patient underwent primary hip procedure in 2006. Revision surgery was performed in 2010 due to pain and infection. No further information has been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Event was reported in a medical article. No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Date of event - 2010 (exact date unknown). Expiration date - unknown. Implant date - 2006 (exact date unknown). Explant date - 2010 (exact date unknown). Device manufacture date - unknown.

Manufacturer narrative:
Additional information was received on (B)(6) 2012 confirming that the revised product was manufactured by biomet orthopedics. The additional information received included product identification and surgery dates; however, the reason for the revision is still unknown. Therefore, medwatch report 1825034-2012-01487 was sent in regards to this event.